Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -04.00/+5.5/093 diopter, in the patient's right eye on (B)(6) 2016. On (B)(6) 2016, the patient experienced refractive surprise.